Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the operating room for device changeout. Externalized conductors were observed via cine. No electrical anomalies were noted.